Manufacturer narrative:
Siemens healthcare diagnostics investigated . Calibration and quality control (qc) were within range. The samples were collected in bd® tubes with separator gel. Samples were centrifuged for 10 minutes at 3000 rpm. A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the false reactive results, siemens cannot rule out pre-analytical factors or sample specific issue. There is not an expectation the siemens advia centaur xp cov2t and advia centaur xp cov2g assays will correlate with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. The cov2g and cov2t may not always correlate. The advia centaur xp cov2g method measures igg antibodies and the advia centaur xp cov2t method detects igg and igm antibodies. The advia centaur xp cov2t is more sensitive than the advia centaur xp cov2g method. The limitations section of the instructions for use states: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." Based on the information provided, no product problem was identified. The customer is operational. No further investigation is needed.

Event description:
A customer obtained reactive (positive) advia centaur xp sars-cov-2 total (cov2t) results on 2 samples on the same day. The samples were from different patients. The initial reactive (positive) results were considered discordant with the negative results obtained on alternate methods and with the advia centaur xp cov2g assay. One sample also had a nonreactive (negative) repeat result. There are no reports of patient intervention or adverse health consequences due to the discordant (reactive) cov2t results.